Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure responded that wasn't detected during testing. The device had cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error but he has taken care of the issues. Customer' blood glucose was 260 mg/dl, treated with manual injection. Customer doesn't recall any significant events which may have caused the device to alarm. The device was not exposed to an MRI and customer was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis. Customer stated he had a motor failure 30 and he woke up with high blood glucose.